Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had metal head and liner. Patient having pain. Some elevated metal ion levels were observed through testing. Here was visible corrosion on the head/neck juncture. We removed metal liner and head and after cleaning off trunnion we replaced with new poly liner and metal head. No additional information is available. Doi: unknown. Dor:(B)(6) 2017. Right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.